Event description:
It was reported that during a laparoscopic oophorectomy, the procedure turned into an open procedure where it required a wound drain. Upon removing the drain, the doctor met resistance and the drain broke off in the pt. The drain broke on the round part above where the drain joined the tubing and the broken edge was observed to be jagged. The pt was taken back to surgery 24 hrs later and the indwelling drain portion was removed during a laparoscopic procedure. The pt's hospital stay was prolonged by one day. No further complications were reported.

Manufacturer narrative:
No sample or lot number info was provided for the company's evaluation. The instructions for use state that to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. A warning states: "surgical removal may be necessary if drain is difficult to remove or breaks."